Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that a perforation/dissection occurred with the use of another device which required treatment with a graftmaster stent. The graftmaster device failed to cross the lesion; therefore, the perforation was treated with ballooning. No additional event or patient information is available.